Event description:
Nurse was replacing patient's dialysis bags. After removing the bag from packaging, nurse attempted to break the electrolyte seal to activate with entire solution in bag. The bag then exploded and got into the nurses' eyes and all over scrubs. This instance happened twice throughout the night shift, 0144 and 0657.